Event description:
It was reported that pump experienced repeated malfunctions, with malfunction alarm 16 appearing multiple times without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump.